Manufacturer narrative:
This report is submitted on 21 april 2020.

Manufacturer narrative:
This report is submitted on march 5, 2020.

Event description:
Per the clinic, the initial implant was incorrectly placed in the vestibule. The patient presented post implant with dizziness and nausea which was treated with steroids (unknown type). The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.